Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had five infusion sets that detached. Upon investigation of returned used devices (six tubes), it was found that the tubing was detached from the tubing connector. No further information available.